Event description:
Distributor contacted dexcom technical support on 04/01/2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (63d8s) that was used with the complaint device was returned for evaluation on ((B)(6) 2015). A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The transmitter was determined to be operating within the required specifications without malfunction. Problem could not be confirmed.